Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was a problem with the ins. It was reported that the ins was programmed with scheduled therapy, and when the patient manually switched the ins off at a certain time, there was a bug that caused the ins to switch off very often at times that were not programmed. It was reported that multiple patients had experienced the same issue. No further complications were reported or anticipated.